Event description:
In 2001 the end-user's family member called minimed, USA and stated that tape is not sticking. Site came off the other night and end-user woke up with diabetic keto-acidosis. Not hospitalized. On july 30, 2001 maersk medical received the complaint and 2 used base pieces. The incident took place in USA.